Event description:
It was reported the model 4196 lead was implanted and the guidewire left in for stability. After the rest of the leads were placed, the doctor went back to the 4196 lead, but he could only get the guidewire out half way, and it got stuck. Because it could not be moved, the doctor chose to snip the guidewire and leave it in the lead. Access to the coronary sinus had been very difficult due to very large and distorted anatomy. Lead placement took extensive effort, the result was good, and the lead was necessary to determine if this location helped the patient to improve clinically, so it was elected to maintain the use of the lead. There was some damage to the lead in attempts to remove the stylet, so the lead only functions tip to coil or ring to coil. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.